Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument's tip broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator. A visual inspection was performed, and the instrument was observed to have a broken upper molded insulator detached from the instrument. For clarification, the upper molded insulator and grip tip was still attached to the instrument due to the conductor wire. There were no missing pieces or detached fragments of the molded insulator observed. The instrument was tested with the multimeter and passed continuity test. There was no external damage to the shaft, housing, or snake wrist cables. Each input disk was manually articulated and responded accordingly. The release buttons were functional. The instrument was found to have corroded bearings. The housing was removed for inspection and orange discoloration was observed on three bearings near the input capstan, which indicates corrosion. The complaint was confirmed by failure analysis. The sheath also was returned, and a visual inspection was performed and there was no external damage found. The sheath coextrusion inside the sheath is intact and no damage was observed. There were no punctures or tears on the sheath. The sheath was installed on an in-house instrument, and the molded clip was clicked in place without any issues or friction. The sheath was then removed from the in-house instrument and no issues were seen. The sheath is fully functional and no issues were found. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.